Event description:
On (B)(6) 2011, pt reported she had a low blood glucose level and ended up in the hosp. Pt stated she doesn't feel it is the infusion device's fault. Pt reported she took a bolus after dinner and then forgot she had taken it and took it again. Pt stated she had taken twice the amount of insulin. Pt reported she doesn't recall but her husband found her passed out and called 911. Pt stated the ems arrived and tested her blood glucose level at 16 mg/dl. Pt reported she doesn¿t know how they treated her but assumed they gave her glucagon. Pt stated once she arrived at the hosp, they made her eat a turkey sandwich and then released her. Pt's normal blood glucose range is 80-120 mg/dl. Product was replaced and requested return of the suspect product for eval.